Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to oversensing noise. In addition, the lead had high rv and superior vena cava (svc) defibrillation impedance. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.